Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cta wash tower overflowed due to worn peri-pump tubing. The fse replaced the tubing to resolve the issue. (B)(4).

Event description:
A customer reported to bec (beckman coulter) that their unicel dxc 600i synchron access clinical system closed tube aliquotter (cta) produced loud noises and the wash tower was full of liquid. The customer also reported the aliquot probe was dripping and possibly the cap piercer. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.